Event description:
It was reported that during a biolio pancreatic diversion procedure, the device was fired many times on the stomach. On the last firing it misfired. The surgeon felt the tissue milking out of the device by the side of the jaw. The tissue didn't seem to be stapled. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).